Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer stated that the set had been changed 5 times and the alarm occurred during basal. The blood glucose at the time of the incident was 12.8 mmol/l. Troubleshooting was not able to resolve the issue; the customer was able to manually prime after disconnecting and reconnecting the infusion set and reservoir, but the insulin pump alarmed again when repeating prime. It was also found that the customer did not lubricate the reservoirs prior to filling. The device will not be returned for analysis.